Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed blood in/on the helix/lobe mechanism.

Event description:
It was reported that the doctor was "unable to insert the stylet all the way in the lead preventing him from being able to direct the lead." A new lead was placed. No patient complications have been reported as a result of this event.